Event description:
Patient was revised to address acetabular cup and stem loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation received alleges patient had pain, popping, highly elevated metal levels, inhibiting ability to walk after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.